Event description:
I had essure implanted on (B)(6) 2014 after giving birth to my second child on (B)(6) 2013. When my first period came after the implant, it was much worse than I had ever had. I started having abdominal pain and was diagnosed with ovarian cysts (which I had never had.) My periods were very heavy and cramps were awful (again, never previously a problem.) In (B)(6) 2014, I started noticing that my hands were hurting and "locking up" in the knuckles. Then other joints started to hurt. My primary referred me to a rheumatologist and I was diagnosed with seronegative ra (labs were normal, but xrays showed early degeneration and I had "all of the symptoms of an autoimmune disease.") I started taking methotrexate, then humera, then enbrel. The pain and heavy periods continued and in (B)(6) 2016 my gyn (who implanted the issue) said I most likely had endometriosis and I should consider lupron or a hysterectomy. I went to see a specialist and underwent a vaginal hysterectomy leaving only the ovaries in (B)(6) 2016. Since essure has been removed, my abdominal pain is minimal, but my arthritis continues and I am now on a new medication. All of this happened after I had essure.